Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system stayed on auto test upon boot up. The field engineer noted the system would only boot up intermittently. There is no report of injury or death associated with the event described in this complaint.